Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09025. It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. The double curved watchman® access system (was) was positioned into the laa and was not deep seated prior to the introduction of the 27mm watchman ® laa closure device & delivery system (wds). During the introduction the physician noted a pe. The closure device was deployed. The patient underwent a pericardiocentesis. The effusion was drained and they auto infused 1.2 liters. The closure device met the release criteria, so it was released. It was a successful implant and they closed the femoral access site. The patient stabilized and was being monitored in recovery.